Event description:
A certified ophthalmic technician reported that a shunt would not release upon insertion when placed in the eye. The surgeon removed and replaced the shunt during the procedure with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There has been no other complaints reported in the lot number. (B)(4).